Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 3 years of service, exhibiting a monitoring voltage of 2.56 volts and a charge time of 20.2 seconds. The health care provider indicated that the device will be explanted and replaced with a pacemaker, as the patient is in hospice care due to end stage cardiomyopathy. Ts discussed using the rate/sense portion of the defibrillation lead as an rv lead.